Event description:
It was reported that during an unknown procedure, that the device malfunctioned. The jaw remained in open position, unable to remove the device from the cannula. Entire cannula with device attatched had to be removed from the patient. No patient consequence reported.

Manufacturer narrative:
Jaw disengaged. Evaluation summary: the analysis results found that the el5ml device was returned with the jaws disengaged from the cam. The device was cycled and ejected 9 clips due to the condition of the jaws. No conclusion could be reached as to what may have caused the jaw ramp to become disengaged from the cam. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch review was performed and no anomalies were noted during the manufacturing process.